Manufacturer narrative:
Patient information: a4 is unknown. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced access site bleeding which was addressed with an additional hemostatic suture. The pump was explanted and the patient survived.

Manufacturer narrative:
The device passed all post sterile inspection checks. The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided.